Event description:
It was reported that tissue damage and perforation occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was brought into the ep lab, intubated and baseline transesophageal echocardiogram (tee) was performed. Venous access was obtained and transseptal puncture was completed via tee guidance with a boston scientific direx catheter. A watchman double curve truseal access system (was) was positioned over an amplatz extra stiff guidewire in the left upper pulmonary vein. A 6f pigtail catheter was then advanced into the appendage and an appendogram was completed in rao cau view. The appendage was cannulated with the sheath and a 24mm watchman laa flx closure device & delivery system (wds) was prepped and introduced into the sheath and deployed via the combo method. The device was proximal and oversized and recommendation was made to complete a full recapture and downsize. The physician was unable to obtain coaxiality with the device during deployment and the sheath appeared to be turning towards the mitral valve as recapture was completed. Ultimately the flx ball was dragged along the posterior wall of the appendage, bending the device in half 90 degrees as the final flx ball was being recaptured. No bleed back was noted upon removal of the device from the sheath and upon reintroduction of the pigtail catheter, contrast flush revealed the sheath in the pericardium. The physician withdrew the sheath and pigtail catheter into the laa. The patient remained stable with contrast remaining within the pericardial sack, in the space believed to be the transverse sinus. No effusion was noted on tee, however, fluoroscopy identified contrast within the pericardial sack. The pigtail catheter was reintroduced into the appendage, another appendogram was obtained and the procedure was completed with a 20mm flx device, which met release criteria and was released. The patient remained stable throughout the procedure. The patient was monitored post procedure in the ep lab for 20 minutes while intubated, and no effusion was noted. The patient was then extubated, and transferred to the recovery area. The patient was kept overnight and started on colchicine as a precautionary measure. The patient was discharged home on (B)(6) 2020 and has remained stable. Colchicine was stopped and direct oral anticoagulant (doac) has been restarted. The physician believes that during the recapture, as a result of the misalignment of the sheath, the flx ball "pinched" appendage tissue and guided the sheath to shear the tissue off and into the pericardial space. Post procedure, the 24mm device was examined and foreign matter was identified, however no images of the matter were obtained and the device will not be returned. The matter observed was smaller than 1mm squared and appeared pink and fibrous.